Event description:
The pt stated that he noticed his infusion tubing was separated at the luer connection this morning (2007) when he woke up. He stated he changed his infusion set and his blood glucose was not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.